Manufacturer narrative:
(B)(4). The date of implant ((b))(6) 2016) is approximate. No applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that patient underwent transforaminal lumbar interbody fusion. Intra-op, implant cracked after insertion and the surgeon was unable to take it back. The product came in contact with the patient. Patient complications were reported unknown.